Manufacturer narrative:
This ipg serial number is included in a field advisory. Eval results: as received, insp of the ipg revealed discoloration in the lower septum and along the head to can junction. The upper septum was clear. Both ports/set screws passed all functional testing. The ipg was tested to mfg specs using the autotester. Although discoloration was confirmed in the header, the ipg passed all tests on the autotester. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-10294. The pt received the scs sys on (B)(6) 2008 which included an ipg, 1 octrode lead and two lead extensions (same lot). It was reported the pt was no longer receiving stimulation. Surgical intervention was implemented on (B)(6) 2011. It was reported that intraoperative testing revealed the issue was with the extension. Once the extension was removed and replaced, effective stimulation was restored. It was also reported there appeared to be fluid in both headers of the ipg. The physician removed and replaced the ipg as well.